Event description:
Baxter received the facility's report of a failure code 500 that occurred while the pump was being used on a pt. The pt was being prepared for a transport to a central perfusion scan when the failure occurred. Reportedly, the tubing and power cord were placed behind the pump and engaged the panel lockout button. At the same time, the tubing occluded and while the nurse was trying to address the occlusion problem, the pump went into the failure code. At the time of the event, the pump was infusing inotropes supporting the pt hemodynamically. The nurse called for help immediately as the pt's blood pressure was dropping to a dangerously low level. The critical medications were given manually IV until another pump was available. Another triple channel pump was obtained and the infusions were changed over. The pt reportedly required two boluses of norepinephrine to increase blood pressure. No sequelae resulted. Despite baxter's efforts to obtain additional info, details were not available regarding pt's demographics, diagnosis or status, rates and names of medication involved.